Manufacturer narrative:
The pump passed displacement test, operating currents, self-test and off no power test. There was no battery out limit alarm. The pump was received with intermittent button response due to corroded keypad traces. The pump was received with scratched lcd window. The pump was received with cracked battery tube threads, and with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons are unresponsive. The customer's blood glucose at the time was 430mg/dl. The customer treated the high with manual injection. The customer states the number ramp on their own. The customer states receiving battery out limit alarm. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.